Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02401. It was reported that the patient¿s lead was accidentally cut during a procedure. In turn the lead was explanted and replaced, and effective therapy was established. Note: it is unknown which lead was cut, as such both leads are being reported.